Event description:
It was reported that during implant the pulse generator setscrew got stuck. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.